Event description:
It was reported that the pump indicated a data log corruption. The customer experienced "high" blood glucose (bg) levels on the continuous glucose monitor. Bg value was not provided. Customer delivered a bolus via the pump to address the elevated bg. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.